Manufacturer narrative:
The reported event of the centrimag console¿s screen going dark when on battery mode was not confirmed. The centrimag motor (serial number unknown) was not returned for analysis and no additional files were associated with the reported event. The motor was unable to correlated to the reported event and the root cause of the reported event was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Abbott made the decision on august 8, 2019 to initiate a voluntary recall, therefore, this event is being upgraded to reportable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the display was dark when the device was on battery mode. When the device was connected to a power supply the display worked correctly. The event did not occur during patient support. The hospital technician noticed the issue when sending the unit for normal yearly maintenance. No additional information was provided.